Manufacturer narrative:
(B)(4). Only date information known is event occurred (B)(6) 2018 or after. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that a bowel procedure was performed and the colorectal surgeon has reported an anastomotic leak. I have asked for more specific information from the customer which I am still waiting to receive.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: what is the product code and lot number of the device? How was the account able to confirm the device used was from the field action bonding time period? What were the indications for surgery? What specific surgical procedure was performed? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How many days postoperative did the leak occur? How was the leak identified? How as the leak addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? If so, why? What is the current status of the patient?